Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse replaced cpu with a (B)(6) cpu and associated system upgrade. This included replacement of the passive backplane, system interface, display adaptor, image processor, gib and ffb pcb assemblies. The system hard drive was replaced with flash drive and software updated to version 30. The mainframe generator batteries were also replaced. The system was tested and found to be working as intended and returned to service.